Event description:
It was reported that out of range hv lead impedance measurements were observed on the svc-can vector. The physician re-programmed to a rv-can shock configuration. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.